Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "prosthesis broken". This record is for the right side. The device remains implanted. The device will be returned.

Event description:
Healthcare professional reported "prosthesis broken". Healthcare professional later reported "did not have a rupture" and "baker grade IV capsular contracture", "exit of periprosthetic seroma with detritus from the capsule" "variegated periprosthetic capsule with coarse calcifications and highly oiled compatible with grade IV capsular contracture", "pain, change of shape and induration of the breast", "deformed prosthesis, with numerous folds with volume change" and "axillary lymph nodes of reactive characteristics are identified". Total capsulectomy was performed and oral antibiotic therapy was prescribed. This record is for the right side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. ¿ calcification: not observed through visual inspection. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6. The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported "baker grade IV capsular contracture", "periprosthetic seroma," "calcifications," "deformation," and "numerous folds." The event of rupture did not occur. Device has been explanted.